Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, device did not meet acceptance criteria of evaluation process for alarm silence button damage, keypad button damage. Rear enclosure physical damage, top plate physical damage and gap between enclosure and will need to be replaced. No repair was performed. No significant events were discovered in the error log. Software has already been upgraded to the current version. The device is not needed for inventory and was scrapped.